Event description:
It was reported to philips that the system would not bootup completely. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed system was not booting up completely. After reviewing log file, fse found the connection to the x-ray-pc was lost. Upon troubleshooting, the fse discovered that there was no output power from the dsm module of the pdu for the x-ray pc. The engineer replaced the dsm module to restore power to the x-ray pc, which initially functioned correctly, but the power problem reappeared. The engineer discovered that the pdu dsm output was faulty, but after the dsm replacement, the x-ray pc continued to fail to boot. Further analysis indicated that the x-ray pc itself was defective. The part for x-ray pc was returned for analysis, and the result confirms that x-ray pc failure was due to faulty psu (power supply unit) and for pdu dsm and it also confirm the system has electrical defect. To resolve the issue, the fse replaced the x-ray pc. After replacing the x-ray pc and pdu dual switch module, the system returned to use in good working order. The codes were updated based on the investigation outcome.